Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic hysterectomy, the device teflon pad melted and deformed while the device was in the patient. No part of the teflon pad fell into the patient. This happened with another device in the same procedure. There is no harm or adverse impact to the patient. The procedure was completed with a minimal delay of no clinical impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not establish a definitive root cause for the reported event as the device was not returned to olympus. However, based on past investigation results, it is likely that the melting and the peeling of the tissue pad occurred by the following mechanism: 1) the tissue pad had worn away and melted because no tissue was being grasped between the grasping section and the probe tip when the device was activated. The output was in seal and cut mode either before or after a tissue transection. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Olympus will continue to monitor field performance for this device.